Event description:
The customer reported cases of atypical mycobacterium in bronchial washes from patients examined with scopes processed in the evotech. The customer reported that they had similar cases while processing the scopes in their steris unit before they had the evotech installed. The customer stated that the patients were seen by the hospital's infection control physician, but were not treated. The customer declined to share patient information. Various water samples have been taken, awaiting results.